Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 64002, lot# 0206002376, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: adapter.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient was "showing therapy defects." The patient reportedly began showing the therapy defects on the evening of (B)(6) 2016. It was noted this had occurred after an implant on (B)(6) 2016, though it was noted the pocket adaptor was implanted on (B)(6) 2013. Impedance testing was performed and found "high and low impedances." It was "unknown" whether any external factors had contributed to the issue. A revision procedure was planned and performed, whereby the patient's pocket adapter was replaced and the problem was resolved after the implant of the new adapter.

Manufacturer narrative:
Device evaluation: analysis of the pocket adapter found no anomaly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.